Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient suffered a cerebrovascular accident (cva) requiring prolonged hospitalization a thrombectomy. The patient had a tia (transient ischemic attack) after the procedure while in the recovery room. The patient had a computed tomography (CT) scan to confirm the tia (transient ischemic attack). The patient was then brought to the cath lab and a thrombectomy procedure took place. The CT scan showed the patient had a blockage in the right mca (right internal carotid artery). The patient was stable after the procedure in the cath lab. The patient stayed overnight for observation and the patient is regaining motion in their left side. During the procedure there were no complications and the patient was stable. They were using a smart touch f curve ablation catheter, a lasso catheter, a deflectable quad catheter, and a 6 french fixed curve quad catheter. The physician is unsure of what may have happened, and they do not believe any of the bwi products are at fault. The patient did not have a transesophageal echocardiogram (tee) prior to the procedure. The patient had a CT scan a couple of days prior and the anticoagulation medication was stopped a couple of days prior to the procedure. All catheters were disposed of. The physician¿s opinion on the cause of this adverse event is that it was patient condition related. The event required medical or surgical intervention of thrombectomy. Patient outcome of the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event. CT scan done friday (B)(6) 2021, no left atrial appendage (laa) thrombus. No follow up CT.